Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 and 3.2 was not detected on the bus. A field service engineer (fse) found that enhanced half-height drawers 3.1 and 3.2 were off the bus with no lights on the pyxibus module board. After testing, the drawer controllers for both drawers were confirmed to be functioning properly. The pyxibus module board was replaced, and diagnostics were run successfully. The customer verified functionality by testing the drawer. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failure occurred, and the error message displayed was ¿device not detected on bus'. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.